Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) episode due to oversensing of noisy signals related to the minute ventilation (mv) feature on the right ventricular (rv) lead. In addition, this system triggered lead safety switch (lss) due to high out of range rv lead pacing impedance measurements greater than 3000 ohms. Loss of capture (loc) with high capture thresholds was noted. Ts was consulted and further in office review as well as programming options were discussed. This rv lead was explanted and replaced and has not been returned for analysis. No additional adverse patient effects were reported.